Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent foreshortening occurred. The target lesion was located in the diagonal branch. A 3.00x32mm promus element ¿ drug-eluting stent was implanted to treat the lesion. However, after post-dilatation, it was determined through angiography that the stent foreshortened. Subsequently, another stent was implanted to treat the event and the procedure was completed. No patient complications were reported and the patient's status was stable.